Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, at two thirds deployment, the valve position was evaluated using echocardiogram and an attempt was made to release the valve. However, when moving to the next process, the valve moved to the ascending aorta while still attached to the delivery catheter system. It was noted that the physician¿s hand may have caught on the system. The valve was subsequently recaptured and withdrawn from the patient. Upon withdrawal of the system, no dissection was observed. No adverse patient effects were reported.